Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported helix anomalies were confirmed in the laboratory. Upon return of the leads, each helix was found bent, hindering normal actuation of the helix mechanisms. X-ray examination of the distal ends confirmed that each helix was bent. X-ray examination of the proximal ends revealed no signs of over-torque or damages to the connector pins. During the helix actuation tests, it was determined that each helix could not be smoothly extended and retracted. Although we confirmed the correct reasons for return, it remains unknown as to when the helix damage occurred. A review of the traveler and manufacturing records for these products indicated normal device handling as confirmed by qc inspection criteria.

Event description:
It was reported from the field that during an attempted implant, the physician experienced difficulties in smoothly actuating the leads. After the third attempted, the lead implantation was successful without any observed reoccurring helix issues.